Event description:
It was reported that patient admitted to emergency department experiencing chest tightness and shortness of breath. A routine electrocardiogram (ECG) showed atrial flutter. Upon interrogation, it was noted that implantable cardioverter defibrillator (ICD) exhibited inappropriate mode switches and atrial sensing abnormalities resulting in loss of atrial capture. Programming changes were made. Patient condition was stable.